Event description:
It was reported that non-sustained right ventricular oversensing (nsrvo) due to post-sensed t-wave oversensing (pstwos) and noise was noted on the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. The patient did not receive therapy due to the oversensing. Programming changes were performed to resolve the issue. There were no patient symptoms reported and the patient condition was stable.